Event description:
It was reported that the ilet display became unreadable, showing only a line with no physical damage observed, rendering the screen unusable and leading the user to revert to subcutaneous insulin via pen; the issue involved the touchscreen and manifested as a display difficult to read. Symptoms included hyperglycemia with a reported glucose level of 390 mg/dl. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light related display problem and a display readability failure associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.